Event description:
The customer reported that during the cuff on the tube was difficult to inflate/deflate. This was discovered while attempting intubate the pt with the tube. The tube was removed and visual inspection of the tube revealed that the cuff had pulled away from the outer cannula of the device. The tube was replaced without incident.

Manufacturer narrative:
The sample was received and evaluated. Visual examination revealed a slit in the main body of the cuff. Mfg has concluded that this type of slit is indicative of the cuff coming in contact with a sharp object/utensil. Info has been added to the database for trending purposes.